Manufacturer narrative:
The device data was requested and reviewed by clinical. The information noted that po2 was inaccurate but was being over-reported rather than under-reported. This could likely be attributed to a system delivering mostly air despite reporting high o2 delivery.

Event description:
It was reported that the device user (du) contacted the clinical specialist (cs) regarding message codes 410 (low blood oxygen levels)/2410 (critical fault reported) approximately 2hr 45min into perfusion. The cs confirmed that the oxygenator line was correctly installed, terumo shunt sensor line had roberts clamps open, and proper sampling techniques. The du was also finding that his gui (graphical user interface) screen and istat had significant discrepancies. For example, the gui would read approximately 197, istat would read approximately 50 for po2. The du performed manual calibrations after each lab draw. The o2 on gui screen frequently 100%. The 410 message code resolved spontaneously while troubleshooting and o2 showed 70% on gui screen. The cs also confirmed that terumo, gui, and istat were in the same unit of measurements. Consulted with the cs lead who recommended a stop/wait 10 seconds/start. The du performed this action. The du confirmed that pco2 and ph were closely correlating between lab and gui screen.